Event description:
Pt had bilateral breast reconstruction surgery using veritas collagen matrix in 2008. At approximately 34 days post procedure, the pt developed a lymphocele in the left breast with staph infection. The surgeon stated that when he operated to drain the lymphocele the veritas had a film like appearance in the middle and was healing on the edges. The surgeon removed the film and then placed a new piece of veritas over existing healing edges of the veritas. The right breast had no complications. Pt is doing well.

Manufacturer narrative:
Surgeon reports a lymphocele is a complication of breast reconstruction surgery requiring drain placement. The complication usually resolves in approx one week. Device lot numbers reported to MFR, therefore, MFR and expiration dates unk.